Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4). Product type: programmer, event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the stimulator implant is not working. It has 'been getting bad' and now is uncontrollable. The patient tried to connect with and without the antenna, but saw poor communication. The poor communication on patient programmer was first noticed on (B)(6) 2020. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient. They reported that the patient received the replacement patient programmer however is getting the same message - poor communication. When asked if tried both with and without the antenna, caller said that her daughter checked and believe so. Patient asked about returning programmer, which one. Patient said that they have an appointment on monday to see new doctor. Patient to bring both programmers to appointment however to leave the replacement in the package and have the healthcare professional hcp use their programmer to connect to implant. Reviewed recommendation for hcp to call stim technical services during call if assistance is needed. If no assistance is needed, patient will call with an update.